Manufacturer narrative:
E1: initial reporter first name: (B)(6), e1: initial reporter last name: (B)(6), e1: initial reporter facility name: (B)(6), e1: initial reporter address:(B)(6), e1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a stopcock cracked and lead to a solution leak. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and cracks along the body and neck of the stopcock were observed. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.